Event description:
-----

Event description:
Boston scientific received information that during the procedure to electively replace this device, electrocautery was utilized which resulted in pacing inhibition and greater than two seconds of asystole for this patient. The device was programmed to voo 60ppm and therefore, pacing therapy was expected to be delivered during the use of cautery. No adverse patient effects were reported.

Manufacturer narrative:
The device is being returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. A review of device memory found that this pacemaker underwent five resets during the explant procedure or post-explant, based on the reported clinical observations and the daily measurement table. During testing, the device paced (in both regular and temp modes) and sensed appropriately with normal pacing outputs and expected impedance measurements. It is hypothesized that this device underwent a reset due to proximity to energy from electrocautery. Upon resetting, this device reverts to vvi pacing at 65 ppm and would thus be susceptible to oversensing and pacing inhibition during the use of electrocautery. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.